Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision of right hip due to dislocation. Upon exposing the hip, the head had disassociated from the trunnions on the cone body. Further examination determined the cause of dislocation was trunnion wear evident by the amount of black debris in the soft tissue. Decision was to replace proximal cone portion of restoration modular and insert an mdm component with a biolox femoral head.

Event description:
Revision of right hip due to dislocation. Upon exposing the hip, the head had disassociated from the trunnions on the cone body. Further examination determined the cause of dislocation was trunnion wear evident by the amount of black debris in the soft tissue. Decision was to replace proximal cone portion of restoration modular and insert an mdm component with a biolox femoral head.

Manufacturer narrative:
Additional information: recall (if recall number is given) or correction/removal number remedial action initiated, correction/removal rpt number. An event regarding disassociation and altr involving a metal head was reported. The event was confirmed through visual inspection of the associated restoration modular body. Method & results: device evaluation and results: visual inspection: the metal head was not returned for analysis. However, a photograph of the restoration modular body associated with this event was provided for review. The photograph provides evidence of trunnion wear which would jeopardies the taper lock between the metal head and the restoration modular body causing the two to disassociate. There is also black debris present. Dimensional inspection, functional inspection & material analysis: not performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were received for evaluation. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the subject device has been identified to be within scope of nc pr and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA . The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.